Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016. Customer's blood glucose was unknown at the time of hospitalization. Customer had symptom of high blood glucose; customer had vomiting and weakness. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for two days. Customer was not wearing insulin pump for less than 48 hours at the time of hospitalization due to receiving no delivery alarms prior to hospitalization. Customer was released on backup plan due to awaiting healthcare professional who was on vacation.